Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was present on the right atrial (ra) lead. A revision procedure was performed. Upon opening the device pocket, much blood was observed in the device header. The physician noted that the set screw released with great ease. The ra lead was manipulated and visual inspection confirmed no noise or damage. It was then determined that there was was setscrew/connection issue. The physician elected to clean out the ra port, loosened the setscrews and re-inserted the ra lead. No noise was observed upon testing. No adverse patient effects were reported during the procedure. The patient was then released from the facility.